Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm harmonic ace instrument blade head broke. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Image review: the review of the provided image was consistent with the reported complaint.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the reported complaint was confirmed. The harmonic ace instrument was analyzed and found to have the curved blade broken at the tip/midpoint/base. A piece measuring approximately 0.668 in. X 0.084 in. Was found to be broken off. The broken piece was returned with the instrument. Components adjacent to this broken blade did not show damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to use conditions. Broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades). Correction(s): d4. Lot number: l11241031 0379 annex a - device prob desc 1 was updated to a0501 - detachment of device or device component